Event description:
In 2000, pt was found slumped in a chair in a room with posey pressing against the neck. Pt required resuscitation. Near the time of the event, the unit's fire alarm was tested. In 1/2001, pt expired in ICU.